Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a plastic piece cracked and leaked fluids on the bed when the product was connected to a patient's PICC line. There was no patient harm.

Event description:
The customer reported a plastic piece cracked and leaked fluids on the bed when the product was connected to a patient's PICC line. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a cracked and leaking ¿plastic piece¿ was confirmed. Visual inspection observed a long, thin crack in the male luer spin collar, and the exterior of the tubing set exhibited physical evidence of an infusate leak, in the form of a tacky residue, though no leaking occurred during the limited amount of functional testing able to be performed. The cause of the leak was the crack in the spin collar. The cause of the crack was not determined.

Event description:
The customer reported a plastic piece cracked and leaked fluids on the bed when the product was connected to a patient's PICC line. There was no patient harm.